Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 06 occurred. There was no reported adverse impact to customer's blood glucose level. The customer declined to provide additional information regarding the issue.